Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Dr reported in his documents about a hip (B) (6) study that the respective patient underwent a revision surgery due to an aseptic loosening of the shaft. According to his information, the shaft was exchanged and the pan was proved to be intact and fix in this surgery. According to this report of an 'adverse device effect/serious adverse' this event was classified to be of moderate severity and a causal reference to the product was not stated. The study was held from (B) (6) 2008 to (B) (6) 2008. The date of the report is jan. 26th, 2010 with the information that in the meanwhile, the mentioned problem was eliminated completely.